Manufacturer narrative:
The account alleged the siderail would not latch. The account indicated the siderail latch bracket was bent. The account repaired the latch bracket to repair the bed.

Event description:
Alleged the right siderail will not latch in the raised position.